Manufacturer narrative:
(B)(4). This file was initially determined to be an FDA reportable malfunction, and an initial report was submitted to FDA on 12/23/2013. Upon further review, the file was determined to be a non-reportable complaint. Device evaluation results are included in this report for information purposes to FDA. The file has been updated to a non-reportable complaint.

Event description:
According to the reporter: prior to use. The device was being sterilized with autoclave within normal parameters, silver ring and spring came off from the connecting part of handle. Procedure was completed with another device without further incident.

Manufacturer narrative:
(B)(4).